Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-02832 and 1627487-2013-02833. It was reported the patient had redness and drainage at both surgical incision sites. The patient allegedly went to the ER and was prescribed oral antibiotics. It was reported cultures were not taken, and the patient still has effective stimulation therapy. The patient has a follow-up appointment with his physician at a later date.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to met specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.